Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the end user, per the end user the entire lift tilted and turned over to the right while staff was turning the lift to position the resident in front of her bed (with the resident's back facing the bed) and the resident fell on the floor on her left side. Staff reports that the lift did not fall over all the way to where it was laying horizontally on the floor. The patient was sent to the ER for evaluation and x-rays to rule out any fractures. The patient sustained a dime size scrape on the left elbow. The sling that was being used at the time of the incident is manufactured by hill-rom. The lift involved in the incident is still being used by the patient and staff at this time. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.